Event description:
Eye infection from fungus. Using at that time period bausch and lomb contacts with renu moisture loc solution. Product was dispensed by vision center as a trial pair of lenses to hold over until focus daily wears came in due to time of year shipping was delayed. As a result scar tissue remains with existing damage to vision. Treated from 2005 thru 2006. Eye was cultured and medications consisted of cyclogyl, zymar, natamycin and steroids to reduce scar tissue and to restore vision. Prior to this no contact moisturizers were used. Contact user for over 10 years without any form of eye probelm. Still have original trial pair and remaining amount of solution.